Event description:
It was reported that the patient experienced hypoglycemia while playing basketball and remained connected to the ilet pump, with a lowest reported sensor glucose of 53 mg/dl and a concurrent meter value of 66 mg/dl after initial treatment; the guardian was advised to disconnect during strenuous activity and to administer additional fast-acting carbohydrates with repeat fingerstick testing. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed no specific findings and an unestablished cause. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information and cause not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.